Event description:
The customer stated that she was hospitalized for low blood glucose levels. The customer stated that she was unconscious and her family called the paramedics. The reported blood glucose reading at the time of the call was 172 mg/dl. The customer stated that her doctor had been adjusting her night time basal rates due to frequent low blood glucose levels. The customer stated that she has been doing fine for the past few weeks. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See MFR report 2032227-2009-02270 for hospitalization notes under the sensor.